Event description:
Per the clinic, the patient developed skin tissue breakdown and thin tissue at the magnet site approximately 3 months post-operatively (specific date not reported). Subsequently, the external magnet was exchanged for a lower-strength magnet, and the patient was treated with oral and topical antibiotics (specific date and duration not reported). However, the issue could not be resolved. The patient was referred for plastic surgery evaluation for possible skin flap reconstruction (specific date not reported). On (B)(6) 2026, the patient presented with device extrusion, and the device was no longer implanted. Reimplantation is planned but had not taken place at the time of this report.